Manufacturer narrative:
On 8/1/2019 mentor became aware that some information was erroneously submitted with the initial report on 7/8/2019. The doctor's office had confirmed that the device was not in fact deflated and had been discarded. However, this event remains reportable, as the device was removed based on a suspected deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced right sided deflation with no additional issues post procedure. The patient has indicated she has experienced deflation in the past. Replacement with a 450cc mentor memorygel breast implant was performed on (B)(6) 2019.